Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The length of the membranous septum was 3.3mm and there was calcification confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). During procedure, while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). During deployment of the valve, a complete atrioventricular block (cavb) was noted. The valve was implanted at depth of 4mm at ncc and 4mm at left coronary cusp (lcc). The patient was scheduled for a leadless pacemaker implantation. On (B)(6) 2025, a leadless pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.